Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown.

Event description:
Additional information was received. It was reported that the patient expired. The death certificate is unavailable. The investigator's assessment of the device and procedure relation is unknown.

Manufacturer narrative:
Date of death is unknown. (B)(4). Results: unknown cause of death. Death. Conclusion: unknown cause of death.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.6 mm x 122 mm thoracic aortic aneurysm approximately three years eight months ago. The length of the non-aneurysmal neck proximal to the aneurysm was not measured. The length of the non-aneurysmal neck to the celiac axis is 20 mm. There was no tortuosity or calcification reported. It was reported that the stent graft was introduced through the right femoral artery and implanted in zone 4. Post procedure no endoleaks were reported. It was reported that eight months ago, there was onset of cardiac complications. One month later, a CT scan and angiogram revealed a distal type I endoleak. The following month, the patient underwent a secondary endovascular procedure to resolve the type I endoleak by implantation of a stent graft within the primary prosthesis. There were no endoleaks at the end of the procedure. No additional clinical sequelae were reported and the patient is fine. Investigator assessed the endoleak as device related and not procedure related.